Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been 1 other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a ceramic on ceramic hip replacement approximately 15 years ago and recently started to dislocate. Right hip.

Event description:
Patient had a ceramic on ceramic hip replacement approximately 15 years ago and recently started to dislocate. Right hip

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the trident liner was not returned, however an image showing the explanted liner was made available. The image showed the liner with some scratches on the articulating surface. Some damage was observed on the rim of the liner. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: there are two explant pictures during revision surgery that show some black metal smearing, consistent with dislocations where the ceramic head contacts the metal rim of the cup liner. No impingement dimples are evident. There are two x-rays, an ap and lateral one of the hip to confirm implantation of probably a citation stem with trident cup and ceramic head. Component position is very adequate, also the cup for inclination and anteversion. Component malposition is number one cause of dislocations but does not appear to apply to this patient. Such problems also become manifest much earlier than 15-years post-surgery, so there must be another cause for the problem. Patient excessive activity may be an issue, this patient is relatively young with 50-years but also this would have become manifest much earlier. No other clinical or other information is available and consequently root cause of failure remains obscure due to lack of relevant information. This case cannot be solved with the current information -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including medical records, operative reports, additional x-rays and the return of the device are needed to fully investigate the event. If further information becomes available and/or if the product is returned, this investigation will be re-opened.